Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, the lead was tested and difficulty extending the helix was noted. The lead was discarded and a new lead was implanted. The patient was in stable condition.